Event description:
It was reported that during a procedure, the nurse observed that a jag on the unit was broken off. No delays were reported and a replacement was available and the surgery was successfully completed.

Manufacturer narrative:
Additional info will be provided once the investigation has been completed.